Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unresponsive keypad. The blood glucose level was 7 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad noted during physical inspection. The insulin pump was also received with cracked select button keypad overlay. (B)(4).